Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with loose epithelial in patient's right eye (od). Visual acuity was 20/30. It was stated that the patient had a loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020. Right eye pre-op 20/20 -1.25 x -.75 x 140. Left eye pre-op 20/20 -1.25 x -.25 x 44. Bcva from (B)(6) 2020. Right eye post-op 20/30. Note: this is report 1 of 2 and pertains to the intralase laser.